Event description:
It was reported that the left ventricular lead dislodged but a revision was not performed when this initially occurred. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed) and there was apparent explant damage. The outer insulation was melted, had cosmetic metal induced oxidation, had environmental stress cracking, and had a cosmetic depression.